Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was unable to charge pump and received a power source alert after plugging the pump into a wall outlet. In addition the battery gauge was observed to be fluctuating. The customer's blood glucose ranged from 115-120 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.